Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found the host pc hard drive lights were off and manually rebooted the pc. The system worked again after multiple reboots. Fse checked the cmos battery, and it had a proper voltage. Fse found there was an issue with the host pc. The philips engineer replaced the host pc and hard drive. After replacement, the system was returned to good working condition. The device was returned for analysis, and the failure was not confirmed in the analysis. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting up. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of the host pc and hard disks, the device was returned to use in good working order.